Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss (specific date not reported). The patient was re-implanted with another cochlear device on (B)(6) 2022.

Manufacturer narrative:
This report is submitted on november 02, 2022.